Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. On visual inspection, the 46-1007 drill was noted to have a transverse fracture through the flutes near the neck. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. For this part (46-1007) and the previous one year (from the notification date) regarding the fracturing of this drill, there is a complaint rate of 0.15% which is no greater than the occurrence listed in the application fmea. This is the only complaint for 46-1007 lot 895770 regarding the drill fracturing. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00579, 0001032347-2019-00580. Medical products: traumaone system 1.8x115mm 26mm stop drill, part# 46-1004, lot# 896090. Traumaone system drill, 1.6x115mm 26mm stop, part# 46-1007, lot# 46-1007. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported a drill bit fractured and a drill bit bent during surgery. No adverse events have been reported as a result of the malfunction.